Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the power switch overlay and flow sensor to address the reported issues. The reported issues have been resolved and the device now functions as intended after testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the power led did not turn on and flow accuracy was out of range. There was no patient or user harm reported.

Manufacturer narrative:
G4: 25oct2019; b4: 29oct2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was installed into the test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the broken trace on the power on and ac led caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.